Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the event could not be confirmed, and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the liquid crystal display monitor had intermittent image blackout. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.e1: establishment name: (B)(6) hospital (documented here in it¿s entirety due to character limitations in respective field)

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, blackout (instability), could not be identified. The actual product was not sent to the quality assurance department at the shirakawa plant, so the actual product could not be verified. Investigation was conducted based on complaint information. Not applicable because the failure was not caused by user misuse. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable because no evidence was obtained that the failure was due to user misuse.¿ olympus will continue to monitor the field performance for this device.